Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "4 sep 2024, before performing double-lumen bronchial intubation under general anesthesia, the anesthesiologist routinely checked all the equipment and consumables. During the inspection, a leakage of the double-lumen bronchial balloon was de tected, and after reporting, the double-lumen tube was replaced, and the surgery went smoothly.".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "on (B)(6) 2024, before performing double-lumen bronchial intubation under general anesthesia, the anesthesiologist routinely checked all the equipment and consumables. During the inspection, a leakage of the double-lumen bronchial balloon was detected, and after reporting, the double-lumen tube was replaced, and the surgery went smoothly."